Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 08-apr-2016 installed software, upgrade to version 5.23. Copied version 5.23 on customers old software disc and left with customer. The most probable cause of the reported event was a needed software update.

Event description:
On (B)(6) 2016 the customer reported unplugged the analyzer, now asking for system card with their hlc-723g8 analyzer. The customer reported having host com issues so they decided to reboot everything. In the process unplugged the g8, now it's asking for system card. Has ver 5.10 software. The current analyzer software is 5.20. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.